Manufacturer narrative:
The patient¿s age was reported as ¿(B)(6)¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for peritonitis. The patient was treated on an outpatient basis with intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. Extraneal and reguneal remain ongoing. At the time of this report, the patient was recovering and treatment remains ongoing. No additional information is available.